Event description:
A ventilator was returned to a third party service center for eval. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to a third party service center for eval. The ventilator failed a step during testing. The device's sensor board was replaced to address the issue.